Event description:
It was reported that the patient experienced pain at the implant site. The surgeon drained the wound site and prescribed ceftriaxona antibiotics. On (B)(6) 2010, surgery was performed to re-position the implanted device. Zinnat antibiotics was prescribed for 15 days. An edema at the implant site is healing. External equipment use has been discontinued. The patient is being monitored.